Event description:
Biopsy needle did not extend past introducer needle to take the biopsy. Seems like the two items were paired and packaged incorrectly. Biopsy was taken with different needle used through the introducer needle. No harm to patient.